Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
When impacting the tibial component on a partial knee case the piece of plastic on the tibial c impactor broke in half. Rep reported that all pieces were removed from patient, verified by visual inspection